Event description:
Per dealer, gear clamp is loose and causing leaking. Per independent repair center statement, unit is low o2 or yellow light. The key failure was that the gear clamp on the sieve bed was loose/leaking.